Manufacturer narrative:
(B)(4). The valve was patent, but did not meet the requirements for leak testing due to large tears in the bottom and side of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure-flow characteristics and preimplantation testing. It is unknown how or when these damages occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to patient reported. All of our valves are 100% tested at time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during preimplantation testing, the side of the delta chamber was found leaking.